Manufacturer narrative:
The investigation results for this complaint involved product that didn't give satisfaction during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. The provided batch #049484 has no corresponding in our system. Right batch number is unknown, DHR cannot be reviewed. Root causes are not identified. Potential root causes may be incorrect technique (hand used file - technique no more verifiable to date), overuse (number of uses not communicated), excessive wear, patient condition and behavior during treatment or material issue (no analysis of the files possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode.

Event description:
In this event it is reported that a k-file m-access 25mm 010 file bent and deformed during use. This resulted in incomplete treatment and the patient can only have the tooth extracted. Further information requested.

Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.